Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperable malfunction occurred. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect. It should be- the manufacturer received information alleging a ventilator inoperable malfunction occurred. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.